Event description:
Implants placed in 1989 for cosmetic reasons. Rupture of left implant reported by pt to have occurred in 1998, approx one year before surgery. Surgical removal and replacement performed.